Manufacturer narrative:
(B)(4). Information was not provided by the initial. The surgeon is a well trained user and has use the ntlc device for over a year the analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at (B)(4) the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that during an ileostomy closure procedure, the surgeon was using the device for the first firing ; after he fired, when observing the staple line, he saw that the middle was stapled, but the end staples, distal and proximal, were malformed and laying in the patient. The staples were removed by hand with a grasper. The surgeon then hand sewed the anastomosis. The procedure was extended an additional 30 minutes. There were no reportable amounts of bleeding reported and no blood products required for the patient.